Manufacturer narrative:
Additional information received: additional information received indicates that the patient was admitted on (B)(6) 2017 with shortness of breath and lower extremity edema. At this time, the patient's weight was reported to be (B)(6) pounds. In addition, the patient reported driveline (dl) exit site tenderness and drainage. He/she was afebrile. At the time of this event, the patient was taking oral bactrim ds, oral minocycline and intravenous (IV) cefepime. The patient was treated with intravenous (IV) lasix, oral metolazone and oral torsemide. The patient is reported to have diuresed well and was discharged on oral torsemide on (B)(6) 2017 with a weight of (B)(6) pounds. Dl exit site wound cultures proved to be positive for pseudomonas aeruginosa and the patient started on oral fluconazole. A computerized tomography (CT) scan revealed persistent soft tissue thickening and stranding around the dl exit site. The patient was noted to be stable and afebrile and was discharged on 0(B)(6) 2017 on oral fluconazole, oral minocycline, IV cefepime and IV meropenem. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient's post-operative course was complicated by ongoing and recurrent driveline infections and recurrent episodes of worsening heart failure. In addition, the primary investigator reported that these events were related to the patient's condition and unrelated to the study device or implant procedure. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed decompensated congestive heart failure and a driveline (dl) infection. The patient is reported to have been re-hospitalized and was treated with medications. Additional details regarding the patient's symptoms at presentation, the results of any diagnostic testing or the details of any treatments provided were not reported. The events were reported to have been resolved on (B)(6) 2017. The primary investigator reported that these events were related to the patient's condition and unrelated to the study device or implant procedure. No further information has been provided.